Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is not available for evaluation, and the investigation is currently ongoing.

Event description:
An event was reported involving a transpac IV monitoring kit. It was reported that, when connected for intra-abdominal pressure monitoring, leakage occurred at the dome connection and urine backflow was observed. The issue was noticed during patient use and no harm occurred as a result of this event.